Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of provided imagery revealed the following. The patient had a large left atrium. The provided 3mensio did not capture the access vessel condition. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The reported event for difficulty to cross native annulus and/or bioprosthesis was empirically confirmed on imaging review. Available information suggests that patient factors, specifically a large left atrium, likely contributed to the event, as the atrial enlargement may have prevented proper wire anchoring for crossing. Imaging review corroborated the presence of a markedly enlarged atrium. In this case, anatomical enlargement may have prevented the wire from maintaining its position. The resulting lack of wire stability in the dilated atrium likely contributed to the failure to advance the system as intended. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The reported event for difficulty to withdraw system with valve through sheath has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. As the reported event falls within the scope of engineering technical summary. Available information suggests that patient-related factors (tortuosity) and procedural factors (withdrawal of a crimped valve with a larger profile) may have contributed to the event. A thv mounted on a balloon has a larger profile than when it is off the balloon, which can increase the risk of device interaction with the sheath tip during retrieval, resulting in withdrawal difficulty. This condition could be further exacerbated if the patient had tortuous anatomy, which may affect the withdrawal angle. However, it was reported that coaxial alignment of the delivery system upon re-entry into the distal end of the sheath was achieved. Without the relevant imagery, coaxial withdrawal angle could not be confirmed and remain as a potential contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tmvr procedure with a 26mm sapien 3 ultra valve, there was a significant challenge felt with the tmvr valve. The commander delivery system and valve was getting stuck in the surgical valve due to the patient's enlarged atrium. Despite several attempts, the operator made the difficult decision not to deploy the valve. The device was attempted to be removed; however, the team could not pull the valve through the 14fr esheath+ past the puncture site. A cut down was done to safely remove the tmvr valve.